Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device expulsion ('right essure device had migrated into her uterine cavity'), device breakage ('portion of the device broke off'), device dislocation ('migration'), genital haemorrhage ('abnormal heavy bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 626220,626287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstrual bleeding"), back pain ("severe back pain"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problems"), allergy to metals ("allergy to nickel") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, device breakage, device dislocation, genital haemorrhage, autoimmune disorder, dysmenorrhoea, menorrhagia, back pain, migraine, anxiety, depression, bladder disorder, allergy to metals and procedural pain outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, procedural pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2008, plaintiff underwent another essure procedure for her right fallopian tube and to remove the migrated coil. Since having the surgery, some of patient's symptoms have resolved and some symptoms remain. Discrepancy noted: date(s) of removal: (B)(6) 2013, (B)(6) 2012. Diagnostic results: on (B)(6) 2008 : hysterosalpingogram - confirming full occlusion of the left fallopian tube. The hsg test revealed patient's right essure device had migrated into her uterine cavity and a portion of the device broke off. Most recent follow-up information incorporated above includes: on 21-aug-2020: mr received. Lot number was added. Reporter information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device expulsion ('right essure device had migrated into her uterine cavity'), device breakage ('portion of the device broke off'), device dislocation ('migration'), genital haemorrhage ('abnormal heavy bleeding / bleeding / abnormal bleeding'), fallopian tube perforation ('perforation (of fallopian tube) ') and uterine infection ('infection in uterus/ infection (bladder/urinary tract/vaginal) type: infection in uterus infection in uterus') in a 29-year-old female patient who had essure (batch no. 626220,626287,626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("prolonged menstrual bleeding / abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding) "), vaginal haemorrhage ("abnormal bleeding (vaginal) ") and nausea ("nausea"). On (B)(6) 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and cystitis ("cystitis"), 8 months 14 days after insertion of essure. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression / depressed/ psychological or psychiatric condition: depression"), artificial menopause ("menopause was triggered by hysterectomy/ hormonal changes describe: menopause was triggered by the hysterectomy ") and scar ("excessive scar tissue "). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / extreme debilitating menstrual pain / dysmenorrhea/ dysmenorrhea (cramping) ") and dysuria ("urinary burning / dysuria "). In (B)(6) 2012, the patient was found to have weight increased ("weight gain "). In 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse) "). In (B)(6) 2015, the patient experienced fibromyalgia ("autoimmune disorder / fibromyalgia/ autoimmune disorder type of disorder: fibromyalgia/ reproductive system disorder or condition type of disorder or condition: fibromyalgia "). In (B)(6) 2015, the patient experienced migraine ("migraines / migraines / chronic migraines ") and headache ("headaches"). In (B)(6) 2017, the patient experienced skin irritation ("skin irritation/ allergic or hypersensitivity type: skin irritation"), skin exfoliation ("peeling away from fingernails/ allergic or hypersensitivity type: skin peeling away from fingernails ") and onychomalacia ("weakening of fingernails/ allergic or hypersensitivity type: weakening of fingernails "). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain / low back pain "), anxiety ("anxiety / anxious/ psychological or psychiatric condition: anxiety"), bladder disorder ("bladder problems"), allergy to metals ("allergy to nickel"), procedural pain ("painful post-operative recovery"), feeling abnormal ("brain fog "), urinary hesitation ("frequency an hesitance "), vulvovaginal pain ("shooting pain in vaginal pain "), rubber sensitivity ("allergic response to latex"), drug hypersensitivity ("allergy blisters ") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy(full) , salpingectomy, oophorectomy and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, device breakage, device dislocation, genital haemorrhage, fallopian tube perforation, uterine infection, fibromyalgia, menorrhagia, bladder disorder, allergy to metals, procedural pain, dyspareunia, alopecia, artificial menopause, cystitis, nausea, feeling abnormal, skin irritation, skin exfoliation, onychomalacia, dysuria, urinary hesitation, vulvovaginal pain and endometriosis outcome was unknown, the dysmenorrhoea, migraine, anxiety, depression, headache and weight increased had not resolved and the back pain, vaginal haemorrhage, scar, rubber sensitivity and drug hypersensitivity had resolved. The reporter considered allergy to metals, alopecia, anxiety, artificial menopause, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, onychomalacia, procedural pain, rubber sensitivity, scar, skin exfoliation, skin irritation, urinary hesitation, uterine infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2008, plaintiff underwent another essure procedure for her right fallopian tube and to remove the migrated coil. Since having the surgery, some of patient's symptoms have resolved and some symptoms remain. Discrepancy noted: date(s) of removal: (B)(6) 2013, (B)(6) 2012. Patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, bleeding, cramping, and dyspareunia, among other symptoms. (B)(6) 2008 surgical removal of coils- hysteroscopic sterilization via essure technique right fallopian tube 2013 full hysterectomy, everything removed (per pfs). Date(s) of insertion: (B)(6) 2008, coil needed to be replaced; (B)(6) 2008 (per pfs) diagnostic results: on (B)(6) 2008 : hysterosalpingogram - confirming full occlusion of the left fallopian tube. The hsg test revealed patient's right essure device had migrated into her uterine cavity and a portion of the device broke off. Amendment: the report was amended for the following reason: case (B)(4) found to be duplicate of this case and will be deleted, events- "perforation (of fallopian tube), infection in uterus/ infection (bladder/urinary tract/vaginal) type: infection in uterus, dyspareunia/dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal), fibromyalgia/ autoimmune disorder type of disorder: fibromyalgia/ reproductive system disorder or condition type of disorder or condition: fibromyalgia, hair loss, menopause was triggered by hysterectomy/ hormonal changes describe: menopause, cystitis, headaches, nausea, brain fog, skin irritation/ allergic or hypersensitivity type: skin irritation, peeling away from fingernails/ allergic or hypersensitivity type: skin peeling away from fingernails, weakening of fingernails/ allergic or hypersensitivity type: weakening of fingernails, weight gain, excessive scar tissue, constant bloating/ gastrointestinal or digestive system condition type: bloating, urinary burning, frequency an hesitance, shooting pain in vaginal pain, allergic response to latex, allergy blisters, endometriosis, lot number, source documents from case (B)(4) (MFR control no. 2951250-2017-210823) transferred to this case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device expulsion ('right essure device had migrated into her uterine cavity'), device breakage ('portion of the device broke off'), device dislocation ('migration'), genital haemorrhage ('abnormal heavy bleeding / bleeding / abnormal bleeding'), fallopian tube perforation ('perforation (of fallopian tube) ') and uterine infection ('infection in uterus/ infection (bladder/urinary tract/vaginal) type: infection in uterus infection in uterus') in a 29-year-old female patient who had essure (batch no. 626220,626287,626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("prolonged menstrual bleeding / abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding) "), vaginal haemorrhage ("abnormal bleeding (vaginal) ") and nausea ("nausea"). On (B)(6) 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and cystitis ("cystitis"), 8 months 14 days after insertion of essure. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression / depressed/ psychological or psychiatric condition: depression"), artificial menopause ("menopause was triggered by hysterectomy/ hormonal changes describe: menopause was triggered by the hysterectomy ") and scar ("excessive scar tissue "). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / extreme debilitating menstrual pain / dysmenorrhea/ dysmenorrhea (cramping) ") and dysuria ("urinary burning / dysuria "). In (B)(6) 2012, the patient was found to have weight increased ("weight gain "). In 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse) "). In (B)(6) 2015, the patient experienced fibromyalgia ("autoimmune disorder / fibromyalgia/ autoimmune disorder type of disorder: fibromyalgia/ reproductive system disorder or condition type of disorder or condition: fybromyalgia "). In (B)(6) 2015, the patient experienced migraine ("migraines / migraines / chronic migraines ") and headache ("headaches"). In (B)(6) 2017, the patient experienced skin irritation ("skin irritation/ allergic or hypersensitivity type: skin irritation"), skin exfoliation ("peeling away from fingernails/ allergic or hypersensitivity type: skin peeling away from fingernails ") and onychomalacia ("weakening of fingernails/ allergic or hypersensitivity type: weakening of fingernails "). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain / low back pain "), anxiety ("anxiety / anxious/ psychological or psychiatric condition: anxiety"), bladder disorder ("bladder problems"), allergy to metals ("allergy to nickel"), procedural pain ("painful post-operative recovery"), feeling abnormal ("brain fog "), urinary hesitation ("frequency an hesitance "), vulvovaginal pain ("shooting pain in vaginal pain "), rubber sensitivity ("allergic response to latex"), drug eruption ("allergy blisters ") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy(full) , salpingectomy, oophorectomy and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, device breakage, device dislocation, genital haemorrhage, fallopian tube perforation, uterine infection, fibromyalgia, menorrhagia, bladder disorder, allergy to metals, procedural pain, dyspareunia, alopecia, artificial menopause, cystitis, nausea, feeling abnormal, skin irritation, skin exfoliation, onychomalacia, dysuria, urinary hesitation, vulvovaginal pain and endometriosis outcome was unknown, the dysmenorrhoea, migraine, anxiety, depression, headache and weight increased had not resolved and the back pain, vaginal haemorrhage, scar, rubber sensitivity and drug eruption had resolved. The reporter considered allergy to metals, alopecia, anxiety, artificial menopause, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, drug eruption, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, feeling abnormal, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, onychomalacia, procedural pain, rubber sensitivity, scar, skin exfoliation, skin irritation, urinary hesitation, uterine infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, plaintiff underwent another essure procedure for her right fallopian tube and to remove the migrated coil. Since having the surgery, some of patient's symptoms have resolved and some symptoms remain. Discrepancy noted: date(s) of removal: (B)(6) 2013, (B)(6) 2012. Patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, bleeding, cramping, and dyspareunia, among other symptoms. (B)(6) 2008 surgical removal of coils- hysteroscopic sterilization via essure technique right fallopian tube 2013 full hysterectomy, everything removed (per pfs). Date(s) of insertion: (B)(6) 2008, coil needed to be replaced; (B)(6) 2008 (per pfs). Diagnostic results: on (B)(6) 2008 : hysterosalpingogram - confirming full occlusion of the left fallopian tube. The hsg test revealed patient's right essure device had migrated into her uterine cavity and a portion of the device broke off. Lot number: 626220 manufacturing date: 2007-11 expiration date: 2009-10. Lot number: 626287 manufacturing date: 2007-12 expiration date: 2009-11. Lot number: 626905 manufacturing date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("right essure device had migrated into her uterine cavity"), device breakage ("portion of the device broke off"), device dislocation ("migration"), genital haemorrhage ("abnormal heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstrual bleeding"), back pain ("severe back pain"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problems"), allergy to metals ("allergy to nickel") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a total hysterectomy to remove essure), surgery (underwent procedure to remove the migrated coil), surgery (underwent a total hysterectomy to remove essure) and surgery (underwent a total hysterectomy to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, device breakage, device dislocation, genital haemorrhage, autoimmune disorder, dysmenorrhoea, menorrhagia, back pain, migraine, anxiety, depression, bladder disorder, allergy to metals and procedural pain outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, procedural pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2008, plaintiff underwent another essure procedure for her right fallopian tube and to remove the migrated coil. Since having the surgery, some of patient's symptoms have resolved and some symptoms remain. Diagnostic results: on (B)(6) 2008 : hysterosalpingogram - confirming full occlusion of the left fallopian tube. The hsg test revealed patient's right essure device had migrated into her uterine cavity and a portion of the device broke off. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.